Event description:
A venous air alarm occurred during a routine hemodialysis treatment. The operator was not able to resolve the alarm using a 10cc syringe. Treatment was discontinued without performing rinseback of the patient's blood, resulting in an estimated blood loss of 190cc. Hb decreased from 10.2 g/dl on (B)(6) 2012 to 9.6 g/dl on (B)(6) 2012. Standard epogen dosing was increased on (B)(6) 2012 from 10,000 units lxmonth to 10,000 units 2xmonth. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm and blood loss to use error by an inexperienced user. Additional training has been provided. The user's guide contains adequate instructions for making patient connections as well as information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.